Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0bs6q, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0b9uv , implanted: (B)(6) 2013, explanted: product type: lead.

Event description:
The consumer reported that the patient had a gradual loss of stimulation and return of symptoms. She was having balance issues that began in (B)(6) 2016 and it may or may not be related to the system. The doctor recommended a MRI of the brain to further see what could be causing the balance issues. At the MRI appointment on (B)(6) 2016 it was determined by a manufacturer representative (rep) that there was a "short" in the system, so the MRI could not be done. The consumer thought the rep stated that there was a kink in the wire. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.